Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 13nov2023, it was confirmed that the touchscreen was ordered but the repair has not been completed. The customer is waiting on other parts orders. The investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the device was not responding to touch properly. The customer would calibrate the device, but the touch would remain off. The rse provided the customer with the replacement part information for the touchscreen part. In a good faith effort (gfe) response from the customer received, it was confirmed that the touchscreen was ordered but the repair has not been completed. The customer was waiting on other parts orders. Following the customer gfe response, multiple gfes were attempted to obtain confirmation part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responsive. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was not responding to touch properly. The customer would calibrate the device, but the touch would remain off. The rse provided the customer with the replacement part information for the touchscreen part. This investigation is ongoing.